Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated mult-function cable would not connect to the device. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's multi-function cable was removed and returned. The malfunction was duplicated and attributed to a faulty gasket on the multi-function cable. Analysis for reports of this type has not identified an increase in trend.